Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 8/29/2013 with the following findings: the rubber keypad was found to be peeling at the ok button. All the buttons were responding to presses properly. No contamination or damage to the button contacts was found upon removal of the rubber keypad. Visual inspection did not show moisture ingress. A leak at the keypad was observed when leak test was performed. Moisture was found throughout the pump upon opening of the pump casing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging intermittent changes in the pump keypad. After exposure to moisture, the "ok" button is completely unresponsive. All buttons on the keypad are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.